Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Additional information indicated that the patient had vegetation in the left ventricle growing on the mitral leaflets. There were no additional adverse patient effects reported. This ra lead was explanted.